Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of axium coil prematurely deployed and break. The patient was undergoing surgery for treatment of a saccular anterior cerebral artery (aca) aneurysm with a max diameter of 2 mm and a 1 mm neck diameter. The aneurysm was previously ruptured but not ruptured during this particular dos. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that the physician selected aneurysm with microwire. The physician advanced the microcatheter into aneurysm and removed the microwire. The axium coil was then advanced into the microcatheter. As 1/3 of the coil was in the aneurysm, the microcatheter popped out of the aneurysm. The physician was removing the coil from the microcatheter when the coil broke inside of the microcatheter. None of the coil was in the aneurysm. A 2nd microcatheter was opened because the coil could not be removed from the microcatheter. There were no damage, patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use (IFU). Ancillary devices include a sl-10 microcatheter and a aristotle-14 guidewire.